Event description:
According to the police report the end user was operating the motorized wheelchair in the roadway and was struck by a motor vehicle. Allegedly, as a result of the incident, the end user sustained a fractured pelvis. The end user reports he was not wearing a seat belt.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. The police report states the end user was operating the motorized wheelchair in the roadway when struck by a motor vehicle. The owner's manual warns, "do not drive your teknique on the roadway" and "always use the seatbelt".